Event description:
Meter name: sure step enhanced, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: yes, unknown. Per spouse the patient had symptoms. A patient reported they went to the hospital. Their meter allegedly would not give a reading. The result on their meter was unknown. The result on the hospital meter was unknown. The time difference between patient's meter and hospital meter was unknown. Treatment was unknown. Meter was replaced. No further information has been reported.